Event description:
During a laparoscopic bladder neck suspension, stapler jammed and would not fire. Another was used to complete the case. There was no consequence to pt. 11/15/96 0906 surgeon called back and stated after approx 10-12 staples firing, it seemed like there were no staples left in the instrument. Another was opened to complete the case.